Event description:
The customer reported via phone call that he cannot bolus because the screen is wrecked. Customer stated that he needs a new battery cap because the current one is too beat up. Customer stated that the pump was running out of insulin and not working. Customer's blood glucose was 240 mg/dl. Customer was unsure of how the damage may have occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with bleeding and cracked display glass, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tub elip and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.